Manufacturer narrative:
Evaluation summary: based on the evaluation results, the customer's complaint of l3-002 errors has been verified. The site performed functional test and found the translation chain is broken and the bottom motor mount assembly causing the unit to have error code l3-002. The unit has placed into long term hold.

Event description:
The customer has reported multiple error codes of the l3-002. The customer requested a replacement ex holster due to the inability to move thru the l3-002 error codes for the probe. The customer was requested to remove the probe and activate the forward button and the internal key would not turn. The customer went through three different hh11bex probes. The dr was able to finish the breast biopsy using the hhhc1. There were no pt consequences reported.